Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the right atrial lead was placed in the right atrium but the helix would not fix. The physician tried several times to reposition the lead but was unsuccessful. The lead was not used and another lead was implanted. There was no adverse consequence to the patient.

Manufacturer narrative:
A complete knotted lead was returned in one piece after removing the knot it was measured 52.4 cm. The reported event of ¿malfunction of helix" was confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.